Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event was unable to be reproduced by olympus. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while using the rigid video laparoscope, the unit experienced a purple/green image. The issue was found during preparation for use. There were no reports of patient harm or delay associated with the reported event.

Manufacturer narrative:
To date, the device has not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.